Event description:
According to the facility on (B)(6) 2024 post op day 2 after a CABG, the rn noted a rapid drop in the patient's bp. Upon assessment, the cvc was found to be oozing blood.

Manufacturer narrative:
According to the facility on (B)(6) 2024 post op day 2 after a CABG, the rn noted a rapid drop in the patient's bp. Upon assessment, the cvc was found to be oozing blood. It was noted that the side port on the swan had disconnected and blood was coming from the side port. The leaking line was removed and pressors were administered via peripheral line. It has been determined that the reported event caused or contributed to serious injury requiring medical intervention, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.